Event description:
The customer reported that their asi light is blank. The customer state that their maintenance frequency is weekly and the activitives are to scan for dates and check the asi light. The customer did not report this occurred during patient use.

Manufacturer narrative:
The customer reported that their asi light is blank. The customer state that their maintenance frequency is weekly and the activitives are to scan for dates and check the asi light. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. Should additional information become available a follow-up MDR shall be submitted.